Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-oct-2017 from the patient's managing healthcare provider (hcp). It was reported that the patient's medication was correct, but was only given 10 cc's and needed a refill sooner. As a result, the patient's concentration was increased. However, the patient was discharged from the practice due to dea regulations. The patient pump was kept at the lowest rate and no increase in medication could be done at the office. The patient's pump was being managed by a different physician and the issue was considered resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown dose. It was reported the patient stated that he was in withdrawal, it was an emergency situation. The doctor had given the patient the wrong medicine and it put the patient in withdrawal. The patient took 3 pills and told the doctor about it. The patient said that two weeks later, the health care provider (hcp) ¿put the wrong medicine in again, and it was supposed to be put in a week later when I was discharged and so the first 2 times it was wrong and the third time he did it, it was right¿. The patient said he was discharged on 2017, and the medicine was called in by then, so the patient didn¿t know what happened and (B)(6) thought they should have refilled it by then. The patient stated all that happened ¿30 some days ago¿, and (B)(6) 2017 was their change of medicine (1st time they refilled it), and they put in ¿0.1 dilaudid¿. They were supposed to put in 10 milligrams, and the second time they did 2 milligrams which was in the patient currently. The 10 milligrams were supposed to be put in on (B)(6) 2017 or (B)(6) 2017, and the patient didn¿t know if anything was in the pump currently. The patient stated he had just left the doctor¿s office, and they told they patient they didn¿t fill pumps anymore. The patient said he had been in pain for the last 30 days or more, been laying on the bed, and couldn¿t move at all because of the three pills the patient took which the doctor said why the patient was in withdrawal. The patient then said that the manufacturer representative was there on (B)(6) 2017 when the mistake was made, and the patient hadn¿t seen the representative since. The patient said the representative said she would be there the next time and she wasn¿t there. The patient said that after the 1st refill he had ¿a 37 hour bridge bolus¿. There was no out-of-box failure reported. There was a medical or therapy problem associated with small parts. The patient wanted to reach the representative, but was redirected to their hcp. Reported symptoms included pain and withdrawal. The patient was not able to clarify what kind of medication they took when they took ¿3 pills¿. The patient stated his dose was ¿2 mg/20 ml¿, according to the information paper for the supplier for the medicine. The patient called back on (B)(6) 2017 stating he needed help and didn¿t know where to turn. The patient stated he tried to talk to the doctor and ¿got a paper¿ from his doctor, and he went through withdrawal. The patient stated he took the three pills to see if he was in withdrawal, and he was. The patient stated all of a sudden he went to the doctor¿s office, and the patient had been canned. The doctor had ordered the wrong medication the first time and second time. The day the doctor canned the patient, the doctor had ordered the 10 mg the day before. The patient was trying to contact his doctor, but couldn¿t get through to anyone. The patient stated the doctor wrote him a letter saying he would see him for emergency things and adjust it. The patient stated no one would receive his information to tell him where to call. The patient called the representative twice, texted her, and begged her, but had no contact from her. The patient didn¿t know how much was in the pump. The patient needed to find a doctor in the area. The doctor put drug in the pump and would see the patient until he found another doctor. The patient stated he could not move, and they gave him pills to last 2-3 weeks, but they ran out. Two weeks after the medicine ran out, the patient couldn¿t move his ankles, knees, back, and everything. The patient went to a new doctor the day of the first call, but the doctor didn¿t do pumps, so the doctor wouldn¿t take the patient. No further patient complications were reported. Additional information received on (B)(6) 2017 from the managing hcp via the representative reported the physician was dealing with the patient directly and that was why the representative had not responded to the patient. The patient had been discharged from the hcps practice because he took another person¿s narcotic while in the hcps care. The patient was having issues trying to find another physician to manage his pump based on his behavior. Additional information received on (B)(6) 2017 from the managing hcp via the representative reported the representative was on vacation on (B)(6) 2017 and was not present. After talking with the hcp, the hcp believed the patient was speaking about a refill that occurred when the patient got a lower concentration. The hcp titrated the medication accordingly and brought the patient back a few days later and refilled with the correct concentration.